Event description:
Pt had a pump refill in 2001 and experienced withdrawal symptoms one day later. The pt was hospitalized. The pump was replaced in 2002. Follow up with hcp of record at that time revealed pt had problems with pump at the time referenced in the complaint and experienced withdrawal symptoms. Pt was treated with oral baclofen without significant response. Pt was referred to surgeon for eval of the pump. Pump was replaced. Pt recovered. Hcp has not seen pt since 2002 as pt reportedly moved to another state.